Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Tests strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern: unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 265 and 368 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer did not have any strips left and only had the vial most recently used with the truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/27/2021 and open vial date is 03/25/2020. The meter memory was reviewed for previous test result history: (B)(6).